Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: faults found : break in the cable assembly, action required : replacement cable assembly required, tests : qip. Probable root cause: cables, connectors, digital board, power supply, filter fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, scope, light source, camera head, coupler, 1488 1588 extension cable, intermittence while using rf devices, problem toggling light source or from camera head, connected monitors, leaking, use error , poor grounding, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.